Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the proximal conductor and the distal conductor of the lead and they were not obstructed. The lead was returned without the guidewire. A new guidewire was used for testing. The guidewire was fully inserted into the lead. There was resistance observed where blood had ingressed and dried during the attempted implant. There were no other anomalies observed. (B)(4).

Event description:
It was reported that during an implant attempt the whisper wire was in the left ventricular (lv) lead for a prolonged period of time while the sheaths and leads were being manipulated. When the physician went to withdraw the wire from the lead he was unable to do so despite several attempts. The entire lead was explanted and another lead was used instead. No patient complications have been reported as a result of this event.